Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported condition. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb), which resolved the customer reported condition. The ventilator passed electrical safety tests (est), short self tests (sst), and electrical safety testing.

Event description:
It was reported that a ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.